Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation with the cannula cap detached from the cannula tabs. The instrument was functionally tested and it worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use. After testing, device was disassembled and no damages were found on the internal components. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2015 and straps were used to secure mesh. During the procedure, after approximately the 12th firing, the surgeon removed the device from the patient and noticed the white tip that was on the end had fallen off. The surgeon was able to retrieve the tip from the patient with no additional dissection. Another like device was used to complete the procedure with no adverse patient consequences.